Event description:
It was reported that burr became stuck and perforation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to middle right coronary artery. A 1.75mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck on third run deceleration. Dynaglide mode was used and tried to pull the burr, however, it was unable to get an additional non bsc wire proximal to stuck burr with intent to the balloon. Normal mode was used and the burr was able to retrieved. Subsequently, a perforation occurred in the proximal right coronary artery. Microcatheter was used to deliver wire, balloon and stents which were successfully deployed. The device was removed from the patient intact and the procedure was completed with a different device. No further patient complications were reported and patient was stable post procedure.

Event description:
It was reported that burr became stuck and perforation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to middle right coronary artery. A 1.75mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck on third run deceleration. Dynaglide mode was used and tried to pull the burr, however, it was unable to get an additional non bsc wire proximal to stuck burr with intent to the balloon. Normal mode was used and the burr was able to retrieved. Subsequently, a perforation occurred in the proximal right coronary artery. Microcatheter was used to deliver wire, balloon and stents which were successfully deployed. The device was removed from the patient intact and the procedure was completed with a different device. No further patient complications were reported and patient was stable post procedure. It was further reported that the burr was advanced through the lesion and into a slight angle where it became stuck in the proximal rca just distal to the lesion.